Event description:
Date of implant: 2007 it was reported that a pt underwent a surgical procedure to extend a previous construct from l3-4 to l4-5 level utilizing rods, allograft, bone marrow aspirate, and an osteo-conductive bulking agent. Approx. 3 months post-op, a CT scan reportedly revealed a left sided cable failure. Pt underwent revision surgery to remove the left-sided rod to replace with a ti rod. The right-sided rod remained intact. No pt complications were reported.

Manufacturer narrative:
Device has been explanted and returned to the MFR, therefore, product eval is possible. A visual macroscopic examination was performed by a product engineer revealed that the cable broke due to approx. Half of the wires breaking at the distal side and half of the wires breaking at the proximal side. Explant will be sent for further analysis.